Event description:
Additional information reported the device was returned. The manufacturer representative reported the "date of first implant for this patient was (B)(6) 2009" and the "actual implant date was not available."

Manufacturer narrative:
As received, the pump reservoir was empty and in the simple continuous rate infusion mode. Pump logs showed a motor stall and motor stall recovery. The pump passed dispense accuracy testing. During destructive analysis, the technician found significant residue and shaft wear on the lower shaft of gear 2. There was also some residue on the jewel where the lower shaft of gear 2 inserts into the top bridge assembly. There was a lot of needle skid activity on top shield and slight damage with possible coring of the septum material. However, the septum did not leak. In conclusion, analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
It was reported that an ¿other or unknown¿ product issue occurred; a ¿surdosage.¿ three hours after the refill the pump was empty. This resulted in medical intervention with intensive care, the explant and replacement of the device. No diagnostic testing or troubleshooting was performed. The concentration was reported as 2 milligrams (mg) per milliliter (ml). The dose was reported as 0.8502 mg/day. After the event, the baclofen was replaced by a physiological serum and at the same time the dose was changed from 0.8502 to 0.4994. It was unknown if the issue was resolved and the cause was not determined. It was unknown if the patient experienced any symptoms as result of this event. At the time of the report the patient's status was reported as alive-no injury. The current patient¿s status was requested but it remained unknown. This device system delivered lioresal. The device was expected to be returned for analysis. The implant date was noted to be (B)(6) 2009 and this was being verified as this was before the manufactured date. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.